Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error during a bolus, and that the buttons malfunctioned. The insulin pump alarmed for a weak battery, the customer replaced the battery, and then the customer noticed that the numbers on the display continued to change after releasing buttons. The blood glucose reading was 169 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
No cycling/ramping numbers noted. The insulin pump powered up properly. No weak battery alarm noted during testing. All operating currents are within specifications. The insulin pump passed displacement test. No button error alarm noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and stained end cap sticker.